Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. At 9:00am, the patient was sitting at the dining room and sensor has just been inserted and it was time to change the infusion set, the patient was not feeling good, she was vomiting, experiencing heavy chest, headaches, and slight stomachache and blurry vision. The patient's partner called the emergency service line 911 and then paramedics took a bg reading (no value reported) and transported the patient to the hospital. At the hospital they took a bg reading which was 511 mg/dl and the cgm reading was 380 mg/dl. The patient was treated with fast acting insulin. The patient was discharged on (B)(6) 2024. At the time of the report the patient was okay but still experienced blurry vision. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.